Event description:
Customer reported he changed the battery in the insulin pump and the device alarmed. Then after a few minutes the device showed an empty syringe and he had just filled it up. Customer's blood glucose was 114 mg/dl. Customer stated last time he changed the battery he didn't have the two hour notification window. Troubleshooting was performed. Device passed high pressure test. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.